Event description:
Event description guidant received information that during a transtelephonic monitoring session, no magnet response could be elicited from this device. A full interrogation was performed on this device, which revealed that all was fine with the device, however, no magnet rate could be elicited. Technical services advised that this could be a physical switch issue, however, this could not be determined unless explanted and returned for analysis. It was later reported that the pacemaker was explanted and returned for analysis. A new guidant pacemaker was successfully implanted.